Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported ischemia and restenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It should be noted that the IFU states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately eight months post stenting procedure in the proximal right coronary artery (prca) with one xience v 3.0 x 28 mm stent, the patient experienced silent ischemia with a 37% restenosis in the prca. There was no cardiac intervention performed. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report it was learned that the index stent was implanted in a restenosed, previously stented lesion. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization in the index lesion on (B)(6) 2011. The patient was discharged from the hospital on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Index stent implanted in a restenosed, previously stented lesion.